Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately two years post port placement, the patient allegedly complained of pain, discomfort and swelling above the portal in the subclavian area and in the base of his neck. It was further reported that the catheter fractured and extravasation of the chemotherapy drugs. Current status of the patient is unknown.

Event description:
It was reported that approximately two years post a port placement, the patient allegedly complained of pain, discomfort and swelling above the portal in the subclavian area and in the base of his neck. It was further reported that the catheter fractured and extravasation of the chemotherapy drugs. The current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: although the physical device was not returned for evaluation, three electronic photos were provided for review. The photo shows the powerport attached to a groshong catheter and two splits were noted on the catheter. Therefore the investigation is confirmed for the reported fracture and leak issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (component). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: although the physical device was not returned for evaluation, three electronic photos were provided for review. The photo shows the powerport attached to a groshong catheter and two splits were noted on the catheter. Therefore, the investigation is confirmed for the reported fracture, leak and identified deformation and wear issues. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d1, d4 (medical device catalog #), g2, g3, h6 (device, component, result) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a placement procedure of powerport m.r.I. Isp. On (B)(6) 2024, it was reported that the patient allegedly complained of pain, discomfort and swelling above the portal in the subclavian area and in the base of his neck. It was further reported that the catheter fractured and extravasation of the chemotherapy drugs. The current status of the patient was unknown.

Event description:
It was reported that approximately two years post a port placement, the patient allegedly complained of pain, discomfort and swelling above the portal in the subclavian area and in the base of his neck. It was further reported that the catheter fractured and extravasation of the chemotherapy drugs. The current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. Three electronic photos were provided for review. The photo shows the powerport attached to a groshong catheter and two splits were noted on the catheter. Therefore, the investigation is confirmed for the reported fracture and leak issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3. H11: h6 (method, result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.